Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of adjacent aneurysms located in the ophthalmic segment of the internal carotid artery the proximal part device did not open. It was reported that the device was resheathed and manipulations were attempted; however the device did not open. The device was removed and a competitors device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation stuck within the microcatheter. The pipeline braid was observed to be partially deployed out of the catheter tip for 0.5cm and released from the ptfe sleeves. For further examination, the catheter was dissected to remove the pipeline flex delivery system. The pipeline braid was observed to be fully open with the distal end having moderate fraying. Based on the analysis findings the clinical observation could not be confirmed. The cause of the reported experience could not be determined as the returned pipeline braid was observed to be fully open with the distal end having damage (fraying). It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damage could not be determined.